Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited frequent intermittent atrial undersensing causing inappropriate atrial pacing and classification of the ongoing arrhythmia as terminated. The ra lead remains in use. No patient complications have been reported as a result of this event.